Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed seroma with wound dehiscence at the lead site following a permanent implant procedure. It was also reported that the patient experienced increased of pain. The patient underwent incision and drainage followed by lead removal procedure.

Manufacturer narrative:
Additional information was received that the patient¿s lead revision was to implant additional lead. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient developed seroma with wound dehiscence at the lead site following a permanent implant procedure. It was also reported that the patient experienced increased of pain. The patient underwent incision and drainage followed by lead removal procedure.